Manufacturer narrative:
Device evaluation summary device evaluation of belt sn (B)(4) has been completed. The reported problem (abnormal shutdowns and belt communication faults) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, the red (can h) wire was open inside the trunk cable. The cause of the belt communications faults is a disruption in communication between the monitor and belt. The disruption of communication between the monitor and belt caused the abnormal shutdowns. The cause of the disruption in communication is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the broken wires.

Event description:
A us distributor contacted zoll to report that a patient was experiencing abnormal shutdowns and belt communication faults with belt (B)(4).